Event description:
It was reported that during preparation of a photo-selective vaporization of the prostate procedure, a light shone through the fiber body at a certain point, showing a fracture at that location. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during preparation of a photo-selective vaporization of the prostate procedure, a light shone through the fiber body at a certain point, showing a fracture at that location. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
D4 lot number: lot number corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body break between the input connector and the control knob confirming the reported clinical observation. The fiber did not exhibit signs of usage as there were no signs of charred debris or devitrification in the output window. It is probable that excessive manipulation during set up contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.